Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found a faulty red blood cell (rbc) bath aperture o-ring. He replaced the aperture o-ring and the instrument ran without any leaks. He also found hgb was out of range low on controls. He cleaned the blood sampling valve, bsv, to resolve this issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a contained leak of 1ml from a coulter hmx hematology analyzer with autoloader. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.